Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full data synchronization/purge deletion failing. A field service engineer (fse) replaced the hard drive, and the station was set up. The station was connected to the internet and successfully communicating, and remote smart service (rss) was installed. Later, the fse performed a database drop and reestablished the connection to rss. A technical support specialist (tss) identified that the station c drive kept filling up, leading to a hard drive reimage. After the reimage, the station was monitored and remained at approximately 35% free disk space at the time of review. Monitoring continued through the weekend to ensure disk space was being managed correctly. Many structured query language (sql) dump files were found on the station, and event viewer showed unexpected shutdowns occurring around the same timeframe. Consistency errors were identified in the database and repaired by following the referenced knowledge article (ka) medstation es station database corruption sql server detected a logical consistency based I/o error. Old sql dump files were cleared to free additional disk space. Post cleanup monitoring showed improved stability, with the c: drive maintaining approximately 47% free space. Despite this, issues continued to be reported between 1/26 and 1/28, including structured query language (sql) becoming unavailable and refusing connections. Reboots temporarily restored functionality but not immediately. Based on knowledge article- medstation es station database corruption sql server detected a logical consistency based I/o error recommendations, all in one (aio) and aio docking board were checked and replaced, and a battery check was requested since the ssd had already been replaced. Logs from before the corruption fix and after the new issues were reviewed in ephi. The fse installed new equipment, rebooted the device, and the station returned online successfully. The client was able to log in and access the device. The system functioned as intended after the technical support specialist and field service engineer repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es an unexpected shutdown which caused database instability for the application and the user encountered repeated issues with sql even after corruption repair. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.